Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01396. This report is being submitted as additional information. Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device - 3 years, 4 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the reported gastrointestinal bleeding, suction events, ventricular tachycardia, right ventricular failure, acute kidney injury, cirrhosis, and multisystem organ failure could not be conclusively determined. Bleeding, cardiac arrhythmia, right heart failure, hepatic dysfunction, and renal failure are listed in the instructions for use as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer s closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that there was a concern for suction events. The patient had increased periods of ventricular tachycardia (vt) while sitting upright in the chair and received intravenous fluid and amiodarone bolus. A large amount of ascites was reported, and it was unknown if that was impacting positioning of the patient¿s pump/cannula. The manufacturer¿s technical services representative reviewed the submitted log file and were not able to determine if suction events were taking a place. On (B)(6) 2018, it was reported that the suction was not confirmed. The lvad clinicians were not sure if suction caused the ventricular tachycardia; however, they thought that the patient had increased periods of vt due to hypovolemia that resulted from gastrointestinal bleeding. The vt was stabilized after administration of antiarrhythmics and management of bleeding. No additional information was provided.

Event description:
Additional information: patient died on (B)(6) 2018 of multiple organ failure: right ventricular, liver, and kidney failure. An autopsy was not performed.